Manufacturer narrative:
Device evaluation summary: during analysis of the device a rupture was noted in the posterior view, measuring approximately 8.0 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were discovered. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% visual inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 415cc and experienced intraoperative rupture of the device. No delays in surgery or adverse events were reported.